Event description:
It was reported that the tip turned red and the insulation became compromised.

Event description:
It was reported that the tip turned red and the insulation became compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. During the visual inspection, scratch marks were observed on the lumen and insulation concentrated on the left side, electrode facing forward. No scratch marks are observed on the opposite side, front or back. The insulation is torn and lumen exposed on several parts of the wand. Visual wear marks with a pointy object can be observed on the exposed lumen portions. The device history record of the reported lot was reviewed. There were no discrepancies observed that could contribute to this condition. Based on the returned unit¿s evaluation, the scratch wear marks observed, are indicative of possible use as a tool for the mechanical displacement of tissue or bone, friction or scrapping with another hard object or device during surgery (e.g. Cutter or shaver, hard tissue or bone), can be identified as the root cause for the reported condition. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.